Event description:
It was reported that the insertable cardiac monitor (icm) unexpectedly had a reset when the patient's device was checked post implant procedure. The device was successfully restored to normal settings. The patient was noted asymptomatic and stable.